Event description:
It was reported that the ilet user experienced a severe hypoglycemic episode, including a seizure, after not treating low glucose promptly and frequently announcing less-than-meal amounts following weight changes. This reflected an improper or incorrect treatment procedure, and a factory reset was recommended though deferred by the user. Symptoms included hypoglycemia as low as 20 mg/dl, convulsion/seizure, and muscle weakness. Outcomes included minor injury/illness/impairment and no medical intervention required. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem; a usage problem was identified as the user not sufficiently treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.